Manufacturer narrative:
Follow-up #1; date of submission: 01/27/2017. The device has been returned and evaluated by product analysis on 01/04/2017 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed a loss of prime warning with multiple subsequent warnings for no cartridge detected. Deliveries were not resumed following these warnings. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no issues observed. The recorded total daily dose values added up to accurately reflected the user programmed basal rates. A delivery accuracy test was performed and passed with the pump delivering within the required range. No defect was found. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced a blood glucose (bg) value in the range of 30 mg/dl to 342 mg/dl. The site/set reportedly was changed. The patient reportedly discontinued insulin pump therapy between 1 to 2pm on the morning of (B)(6) 2016. Reportedly, it was unclear how the patient was treating the bg levels only that the patient had been receiving insulin injections. It was noted that animas customer technical support (cts) contacted the patient the morning after; the patient¿s bg was elevated and had been treating the high bgs via humalog at mealtimes using insulin to carbohydrate ratio and correction doses. The patient reportedly never used any background/long acting insulin and felt there was no reason to. Reportedly, animas customer technical support product support advised the patient to disconnect from the insulin pump and a replacement pump will be sent to the patient. Animas cts reportedly advised the patient to contact the doctor for advisement and the patient declined. Reportedly cts contacted the doctor directly to request that the patient be assisted with the new pump and to assist with diabetes management issues. The patient reportedly will be given assistance and help once the device is received. This complaint is being reported because the patient experienced an adverse event allegedly due to use error of the device.